Event description:
Related manufacturer reference number: 2017865-2022-01791. It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead exhibited a failure to implant, and the right ventricular (rv) lead became dislodged during attempted implant of ra lead. The ra lead was not used, and the rv lead was repositioned. There were no patient consequences.